Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the valve was implanted at a depth of 4 mm on the non-coronary cusp (ncc) and 5 mm left coronary cusp (lcc). The valve was noted to be implanted within a native annulus. The patient had no pre-existing coagulopathy issues or other blood disorders. The thrombus was not noted on the valve. No additional adverse patient effects were reported.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized with symptoms of lower abdominal pain and fever. A urinary tract infection was observed in a contrast computed tomography scan. The patient was diagnosed with pulmonary embolism with pulmonary arterial thrombus. There was "no oxygen demand" and it was not the acute phase, but heparin was administered continuously to prevent thrombus exacerbation and prolonged hospitalization. No additional adverse patient effects were reported. Additional information was received which reported that the valve was implanted at a depth of 4 mm on the non-coronary cusp and 5 mm left coronary cusp. The valve was noted to be implanted within a native annulus. The patient had no pre-existing coagulopathy issues or other blood disorders. The thrombus was not noted on the valve. No additional adverse patient effects were reported. Additional information was received that the patient continued to receive treatment following valve implant. Subsequently, three months later, the patient died of interstitial pneumonia. Per the physician, there was no relation with the medtronic device and the death, and there was an unknown relation with the implant procedure.

Manufacturer narrative:
Updated data: b5. Third paragraph added additional codes added h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized with symptoms of lower abdominal pain and fever. A urinary tract infection was observed in a contrast computed tomography (CT) scan. The patient was diagnosed with pulmonary embolism with pulmonary arterial thrombus. There was "no oxygen demand" and it was not the acute phase, but heparin was administered continuously to prevent thrombus exacerbation and prolonged hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
G2: the country of the event is jp select patient information cannot be included in regulatory report due to regional privacy regulations.  Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.